Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test due to protruded and loose drive support disk. The insulin pump was unable to perform basic occlusion, occlusion, the excessive no delivery test due to prime alarm the insulin pump was receive with minor scratches on display window, cracked case on display window corners, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.

Event description:
Customer called to report a loose drive support cap alarm during filled tubing process. It was reported that the insulin pump alarmed compromised forced sensor system. Customer's blood glucose reading was 176 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.